Manufacturer narrative:
A visual inspection of the returned product found pieces of the lens optic torn off. There was evidence of reddish residue. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens and one haptic tore. The lens was removed with no pt injury, no enlarged incision. Another same type lens was implanted.